Manufacturer narrative:
The pod was received with the needle mechanism deployed. There were no damages or deficiencies with the device that would suggest it was not operating as intended. Inspection of the download and patient history buffer (phb) data found no issues that would suggest a problem with insulin delivery. Therefore, no problem was found regarding the reported not sure delivering insulin event. Updated h2, h3, h6

Manufacturer narrative:
The device was returned and investigation is pending completion. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 549 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Symptoms reported included light headedness, slurring speech, not making sense and vomiting. The patient was treated with an unspecified intravenous infusion and insulin. The patient was released the following day. The pod was removed at the hospital.